Manufacturer narrative:
The customer has been asked for more information and instrument files to complete investigation. The customer did note that they received an error message indicating detection of an interfering substance. The cause of this event is unknown.

Event description:
The customer stated that their rp500e instrument gave a discrepant sodium result compared to retesting of the same sample on a different rp500e instrument the same day. The customer stated that no further results could be obtained as the patient is deceased. There is no indication at this time from the customer that the discrepant result caused or contributed to the death.

Manufacturer narrative:
The customer stated that they received an error message at the time of the event, indicating the instrument detected an interfering substance. The customer confirmed that they used a substance on the instrument containing benzalkonium. Per customer facing documentation this substance should be avoided as it is a known interferent to the sodium sensor. Customer is operational.